Event description:
Customer reported that a female was undergoing a urology procedure for incontinence. She reported that they attached the voiding stool to the urology table. With the patient sitting on the stool they started to raise the patient into position when the voiding stool and patient tilted sideway. The customer removed the patient from the stool. She reported that there were no injuries to the patient.

Manufacturer narrative:
Liebel flarsheim field service engineer report. Fse replace tower side table support rail and tower side thumb screw latch on voiding stool due to damaged threads on both items. Unit functional and returned to service.